Manufacturer narrative:
Continuation of d10: product ID 37603, serial# (B)(6), implanted: (B)(6) 2020, product type: implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported occasional tingling around both implantable neurostimulator (ins)  that started around midnight 4/2. Circumstances to event were unknown. Stimulation was turned off and the tingling sensations persisted. The patient is scheduled for interrogation with his healthcare provider (hcp). The issue was not resolved. No symptoms reported. Additional information received from the manufacturer¿s representative (rep) reported the cause of the tingling sensation around the implant wasn¿t determined. The patient cancelled their clinic appointment with their provider because the tingling didn¿t reoccur (confirmed after speaking with the patient's spouse). If it happened again they were going to see their physician.